Manufacturer narrative:
Boston scientific technical services (ts) noted that the root cause previously noted is likely still the possible cause although this was not confirmed. Ts noted no other values were out of range and it would be possible to program the shock impedance alert to a higher limit. Ts discussed normal follow ups. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to high out of range shock impedance measurements when it comes ot this device and right ventricular (rv) lead. The device has been implanted since 2011 and the shock impedance measurements had been slowly rising. Previous technical analysis noted possible root cause being ionic layers surrounding the coils resulting in the increase in shock impedance values which were not out of range at the time. Now that the values were out of range further technical analysis was requested. No adverse patient effects were reported.